Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint regarding a non-intuitive movement was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Performed bumper test, roll motion, up and down movement, left to right articulation on in-house system with no issue. The instrument was retested and passed engagement, recognition, and intuitive motion test on multiple attempts. The instrument was fully functional. In addition, the grip input disks were manually articulated, and the roll axis rotate with no issue. The grip tips opened and closed without any issues. During visual inspection, there was no loose steel cables and no damage at the distal wrist. The housing was removed for inspection and found no damage. No product issue was identified. Additional observation(s) not related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation found nicked at yaw pulley distal end with no exposed internal wire. No sign of thermal damage was observed. No missing piece of the insulation wire. The instrument passed electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon identified that the maryland bipolar forceps instrument's wrists were not properly following the movements of the master controls. The insufficiency is more in the rotation movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the 3d viewer when issue occurred. It occurred while the surgeon manipulated the instruments with the master tool manipulators (mtm). The instrument was able to be moved but it moved incorrectly and not as expected. The movements were less than what is intended to be. The direction was intended; however, the instruments tip was pitching when the surgeon tried to rotate. There was no delay. The timing was appropriate. There was no shaking or arm-to-arm interferences. There were no collisions with staff or equipment. The issue was persistent. The surgeon managed not to rotate and to successfully complete the procedure with the instrument. There was no patient injury. The device was inspected but there were no visible physical damages.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.